Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: physical damage to bezel and lcd screen. Complaint was confirmed. The underlying cause is determined to be physical damage.

Event description:
Product was returned for evaluation. The return fields in oracle state: physical damage to bezel and lcd screen. The dealer stated the chair will move but none of the display will work.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the chair will move but none of the display will work.